Event description:
It was reported that an asymptomatic patient presented device data via merlin.net transmission with non-sustained lead noise due to post-paced t-wave oversensing as noted on stored egm. Reprogramming was recommended. Further information is not available at this time.

Event description:
New information received notes that the patient presented with additional episodes of non-sustained lead noise due to post-paced t-wave oversensing via remote transmission. The device was reprogrammed and no further issues were noted.

Event description:
New information received notes that post-paced t-wave oversensing was observed again on a merlin.net transmission. Further programming changes were recommended. The clinic has attempted to schedule the patient for follow-up, however the patient has not responded.